Event description:
The patient reported that the device malfunctioned and shocked the patient multiple times. The patient's physician was contacted and indicated that the patient had received multiple shocks for sinus tachycardia. The device was reprogrammed and remained in use. The device was replaced years later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).